Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, pc board failure. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the joystick not turning on and the failure of c45 and u5 on the pcb, but not confirmed for smoking or a poof noise during the as received test of the joystick. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, pc board failure. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the joystick not turning on and the failure of c45 and u5 on the pcb, but not confirmed for smoking or a poof noise during the as received test of the joystick. The dealer stated he put the joystick on the chair, turned it on and it allegedly made a poof noise and smoke allegedly came out of the joystick.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated he put the joystick on the chair, turned it on and it allegedly made a poof noise and smoke allegedly came out of the joystick.